Event description:
Patient for paracentesis. Md inserted catheter in one pass obtaining clear yellow fluid. Upon completion of procedure, catheter was removed and only 4cm of the 10cm catheter was noted. Md made aware and a stat CT of abdomen and pelvis was done. Md located foreign body and pt was then set up for catheter retrieval in interventional radiology. Successful retrieval was performed and pt stayed in hospital overnight for observation.